Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case assembly due to an unresponsive 'system on' key. A review of the device history record for sn (B)(4) was performed from 09/10/2019 to 09/15/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the front case assembly causing an unresponsive 'system on' key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There is CAPA#: 1120033 exists for pcu unresponsive keys.

Event description:
Keypad- (B)(4) unit was getting stuck and one of the keys kept going off. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 09/10/2019 to 09/15/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
Customer reported the keypad got stuck. It was reported there was no patient involvement.